Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly. However, capacitor c23 on the application board was observed to be damaged/open and likely caused the pump to shut down.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. However, he also observed a damaged application board. The pump pod assembly was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. Per the user facility's perfusionist the pump booted up as expected the following morning. The fsr replaced the pump. The unit operated to the manufacturer's specifications. Per data log analysis, on 5-jun-2019 a perfusion screen is opened. Starting at 2:04:06 pm the master small roller cardioplegia pump started rebooting. This will cause a '?' To appear on the pump icon as reported. The pump log shows a vmot voltage range error = 115 right before each reboot. This continues until the pump is powered up on 6-jun-2019. No other issues occur. The unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump being used in the cardioplegia (cpg) position powered off and was only showing a "?". The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with their roller pump during a cpb procedure on (B)(6) 2019. The team set up and primed their cpg master/follower pack for a cpb procedure on a small roller pump without issue. The master pump was recognized and ran the entire procedure without issue. All cpg dosages were performed and the roller pumps worked until the end of the case. The roller pump automatically powered off after the last dosage and then powered back up with a "? Mark" on the central control monitor (ccm). The team did not need to use the master/follower cpg system the remainder of the procedure, therefore they did not exchange the unit until after the procedure. This incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.